Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. Device evaluation revealed no fault found and complaint was no verified upon testing with start up flow and occlusions testing .event log revealed alarm of acu watchdog in the history of device. Preventative action was taken to replace speaker . Unknown cause of event. The device passed all functional and delivery testing. (B)(6).

Event description:
Information received a smiths medical medfusion 4000 pump reporting syringe pump alarmed ' acu watchdog failure." Pump was infusing vasopression ( 1unit/ml ) at 0.5 milliunits/kg/mn for pediatric patient weighing (B)(6) kg . The report indicated a photo along with event history log. No adverse patient event was reported relating to this complaint.